Event description:
It was reported that during a laparoscopic right hemicolectomy, the device was not activated with the min button though the max button functioned properly. No error message was displayed. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on the generator and the hand control buttons were not functional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect the internal components. The electrical traces of the hand activation buttons were found to be damaged. This resulted in the hand activation buttons to be non-functional. No conclusion could be reached as to what caused the damaged to the hand activation buttons.